Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce infusor lv (large volume) ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected, the blue cap was hand tightened by manually twisting the cap until the cap could no longer be twisted. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. No evidence of rupture was observed from the bladder during the leak test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from november 5, 2019- november 6, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.